Event description:
Manufacturer reference#:cc-cpl-2019-00771. Importer reference #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator's screen was blank. Our field service engineer reported that the ventilator panel user interface was replaced due to a broken on/off switch. The device was then returned to service after successful functional tests. No part was returned. Received device logs show several occurrences of panel warnings, panel disconnect alarms and a technical error indicating an on/off switch error. The ventilator was turned off and on repeatedly demonstrating an issue with starting it normally. The observed technical error is related to the panel user interface and the underlying fault will not affect ventilation. The conclusion is that the panel user interface was malfunctioning. Probable causes are a loose or damaged panel control cable as indicated by the accompanying panel disconnected alarm or the panel user interface itself, but this cannot be established due to lack of returned parts.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator's screen was blank. There was no patient involvement. (B)(4).